Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing dropout issues for one transmitter. The customer also reported that this transmitter was sending waveforms without any problems, until suddenly, the cns tile turned blank and disappeared for a couple of seconds. The tile eventually populated as intended and started displaying all of the numerics and waveforms. The customer will be sending their transmitter in for an exchange. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: transmitter was used in conjunction with the cns, and is the device that experienced failure: transmitter: model: zm-530pa, s/n: (B)(4), approximate age of the device: 15 months, device manufacturer date: 11/06/2018, unique identifier (UDI) #: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) is experiencing dropout issues for one transmitter.

Event description:
The customer reported that the central nurse's station (cns) was experiencing dropout issues for one transmitter.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing dropout issues for one telemetry transmitter. This transmitter was sending waveforms without issue until the cns tile turned blank and disappeared for a couple of seconds. The tile eventually populated as intended and started displaying all the numerics and waveforms. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts initiated an exchange. With the available information, a root cause cannot be determined. The customer owned unit was received by nihon kohden repair center (nk rc), but no evaluation was performed. Follow-up attempts with the customer for demographic information and install assistance for the exchanged transmitter did not receive reply. Signal loss is an error message notifying the user of a loss of signal communication between the monitoring device and the zm transmitter. Possible causes of a signal loss message on a zm transmitter could be when if the settings of the monitor are not the same as the zm transmitter, or if there are duplicate channels being used by more than one device.